Event description:
Add'l info rec'd from MFR 05/18/04: three unused samples from three different lot numbers were received from the reporting facility for eval. Functional testing of each set revealed the sets primed without difficulty. Each set was also tested for backflow of solution from the secondary bag into the primary bag and no backflow occurred. A review of product-reporting database revealed no similar reports have been received for the lot numbers returned by the customer.

Event description:
Interlipid intravenous solution hung piggyback to hyperal line. Back flow valve on IV tubing failed allowing the interlipids to flow back up the tubing.